Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a damaged ECG input. There was no patient harm.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit has a damaged ECG input. There was no patient involvement.

Manufacturer narrative:
Additional information : event site postal code: (B)(6); contact person phone number: (B)(6). A getinge field service engineer evaluated done visual inspection and found damage to the ECG cable plug and replacement required. Proper operation on a substitute ECG. Confirmation pending from the client if replacement took place. The device is operational.

Event description:
N/a.